Event description:
The manufacturer received information alleging a ventilator was powering off. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board, system board, and internal battery were replaced to address the issues.